Event description:
A (B)(6) male pt's doctor alleged that the pt suffered 2nd-3rd degree burns following one successful lifevest defibrillation treatment. It was reported that the pt had blue gel on him.

Manufacturer narrative:
The pt's doctor reported that the pt suffered 2nd - 3rd degree burns after receiving an appropriate treatment from the lifevest device. The pt's nurse reported that the pt did have blue gel on him. During a f/u visit, a zoll pt service rep (psr) reported that the wound was at the bottom edge of the rear therapy electrode on the right side of the pt's body and measured approx 6cm x 2.5cm. Device eval of belt sn (B)(4) concluded that the device functioned as designed. All gels were deployed and the belt was able to properly detect and treat. Review of the pt's treatment event confirmed that gel was released prior to a pulse delivery of 150j. The impedance at the time of treatment was 39 ohms. This is within observed values and within normal operating parameters.